Event description:
It was reported by the customer that bd pyxis¿ medbank tower validation code issue where the code was not working for tramadol hcl tablet 50mg. Validation code provided by the pharmacy was 47684 & 1022. Pharmacy advised they will provide validation code to client so med can be issued. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device validation code issue. A technical support specialist was reached out to the pharmacy and provided them with the correct validation code to resolve the issue. Validation code provided by the pharmacy was 47684 & 1022. This does not match the validation code that was on the patient's open med order for description 2 tramadol hcl tab 50mg. The system functioned as intended after the technical support specialist troubleshot the device.